Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. A correction is being provided, it was stated in follow up no. 1 of section h10: "the actual device has been returned for evaluation" however, the correct statement is: an unused device has been returned for evaluation. H6: investigation findings: 3221 is based upon evaluation of user facility information and no device return; 213 is based upon evaluation of the returned unused sample. H6: investigation conclusion: 4315 is based upon evaluation of user facility information and no device return; 67 is based upon evaluation of the returned unused sample. One unused angio-seal vip device was received for product evaluation. The device was received in a sealed header bag with all accessory components. The sealed header bag was opened, and the device was subjected to visual analysis. All accessory components were removed. There were no gross visual anomalies noted with any of the accessory components. Functional testing was performed, and the device was deployed in the angio-seal vessel model following the angio-seal vip IFU. The locator and sheath were mated and placed into the vessel model over the guidewire. Then the locator and guidewire were removed, and the carrier tube assembly was inserted. The deployment sleeve was in the full forward lock position and mated with the hemostasis sheath, the anchor became exposed at the distal end of the hemostasis sheath. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The device was pulled back and tamper tube could be seen. The tamper tube was gripped, and the device was continued to be withdrawn until a clear stop appeared on the suture. The tamper tube was advanced until the black marker was visible. The collagen and anchor formed the knot successfully. No functional anomalies were noted with the device and the deployment was successful for the device. IFU states: ''bleeding or hematoma - apply light digital or manual pressure to the puncture site, if manual pressure is necessary, monitor pedal pulses.'' Based on the evaluation of the returned unused device, no functional issues were noted. However, the complaint could be confirmed for bleeding post deployment as alleged in the complaint description. The case was discussed with the qa clinical specialist and the likely cause of the alleged event could be a result of incomplete seal between the anchor and collagen. Deploying the anchor of the angioseal in the subcutaneous tissue could also lead to the alleged bleeding. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, and to update section h3. The potential lot number initially provided was confirmed to be the actual lot number; therefore, sections d4 and h4 have been updated. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
Lot number: potential: 06103087. Expiration date - unknown due to unknown lot number. Potential date: 31may2021. UDI - potential: (B)(4). Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown lot number. Potential date: 22jun2020. The unused device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record; however a review of the potential product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used, and there was bleeding of the afc after arriving on the dormery after what looked like a successful closure with the angio-seal. Sudden stomachache at the end of the afternoon and hemorrhage in the groin. The patient received spica. The procedure performed for the patient prior to use of closure device was a retrograde puncture using an 8fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion, not with access nor with closure. Access was done by ultrasound. There were no issues with insertion, deployment, or withdrawal of the device. The patient was stable after groin exploitation and closing by vascular surgeon. Hemostasis was achieved by spica. Bleeding after use, additional treatment needed. There were no other devices or equipment used with the reported product. Additional information was received on 26nov2020. The patient was resolved by means of a spica; a pressure bandage that easily goes around the hips.